Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition is related to inadequate solvent application to the set during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector separated from the main body of a minicap extended life pd transfer set; further described as "integrated rotary clamp came loose from the thread". This occurred during use of peritoneal dialysis therapy, when disconnecting from a flush bag. There was no report of patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.